Event description:
It was reported that the superion indirect decompression spacer (spacer) patient experienced additional pain after the implant procedure. The physician explanted the spacer, and the patient was doing fine post-operatively. The explanted spacer was retained by the medical facility.

Event description:
It was reported that the superion indirect decompression spacer (spacer) patient experienced additional pain after the implant procedure. The physician explanted the spacer, and the patient was doing fine post-operatively. The explanted spacer was retained by the medical facility.